Event description:
While using applied medical device during a laparoscopic gastric bypass, a plastic part of the sleeve of the device, measuring approximately 1mm, was noted to have broken off. It was unclear whether this broke off external or internal to the abdominal cavity. Not radioopaque.